Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: DHR review, part number: (B)(4), synthes lot number: 9907547, release to warehouse date: (B)(6) 2016, supplier: (B)(6) ((B)(6)). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a transforaminal lumbar interbody fusion (tlif) procedure of l4 - s1 on (B)(6) 2016. The surgeon was in the midst of placing the 2nd screw when he noticed the ratchet t-handle 6mm qc was stiff, making a clicking noise and was difficult to move from forward to reverse, so it was switched out for the backup ratchet t-handle 6mm qc which was readily available and used to complete the procedure. After the 3rd screw the tech took a look at the tip of the holding sleeve-long for matrix and noticed the first thread was bent. She exchanged the bent tip holding sleeve with a backup holding sleeve-long for matrix that were readily available and used to complete the procedure. After the last screw was placed and the surgeon handed the holding sleeve-long for matrix to the scrub tech, she noticed there was a chip missing in the tip. The surgeon searched the wound with suction for the broken shard and had no luck finding it. The surgeon thought it was probably removed when he unthreaded the screw initially. The x-ray at the end of the case verified there were no shards of metal left in the wound. At the end of the procedure, the surgeon wanted to back out two screws. The second screw was fixated pretty tightly and as the surgeon appeared to be backing out the screw but he was actually unscrewing the t-handle t25 stardrive shaft f/matrix-standard from the shaft. A backup was readily available and used to complete the case. The procedure was completed successfully without patient harm. There was no surgical delay and the patient status was reported as very well. This is for 3 devices. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the returned devices were examined and the complaint conditions were able to be confirmed in each instance. The threaded tip of lot 9907547 was found to be broken and missing a fragment. Relevant drawings for the returned devices were reviewed (both current revision and from the time of manufacture): top-level and inner shaft. The design, materials and finishing processes were found to be appropriate for the intended use of this device. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. No definitive root cause was able to be determined; the failure modes are consistent with the application of an off-axis load while engaging a screw. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.